Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010 is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to the processor board failure. This report is being filed as part of the pentax backlog management plan.

Event description:
(B)(6) 2020 case number (B)(4) - performed optivista plus upgrade as per instructions. Sbc board, ssd, expansion board and video board will need to be replaced to perform upgrade. After software update error 22 appeared after upgrading software. Processor board will need to be replaced. (B)(6) 2021 - case number (B)(4) - no video output from any of video ports. Found processor board to be the issue. (B)(6) 2021 - replaced processor board. Updated system software to e0c100-14. Completed functional assessment. Passed all tests. The processor board was only 3 months old and should be replaced under warranty.